Manufacturer narrative:
(B)(4). Investigation results: a wallflex duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed by 7 mm. Visual and tactile examination of the returned device found a kink on the outer 100mm from the distal handle. The stainless steel tube was kinked at 20mm and 120mm distal to the base of the proximal handle. This type of damage is consistent with excessive force being applied to the delivery system. During the product analysis, the investigator was able to fully deployed the stent without issue. No issues were noted with the profile of the stent and stent holder. The shaft was dissected at the proximal end of the clear outer sheath. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on december 31, 2015 that a wallflex duodenal stent was used during a stent placement procedure performed on (B)(6) 2015. During deployment, the physician was having difficulty deploying the wallflex duodenal stent. It was noted that the catheter was kinked and the sheath was damaged. The wallflex duodenal stent and delivery system were removed from the patient. The procedure was completed with another wallflex duodenal stent. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.